Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable due to visible damage to usb port, requiring caller to hold cable in place for pump to recognize charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure usb was inserted correctly to prevent further damage, was advised to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty with instructions to place current pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return faulty pump using prepaid label within 10 days.